Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The pump was not returned for investigation. As per the given clinical details, pericardial effusion was reported during impella use. The cause of the vascular damage issue was not determined since the product was not returned and sufficient clinical information was not provided.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured large pericardial effusion with a "possible" relationship to the impella cp device used: the patient was taken emergently back to the catheterization lab for a large pericardial effusion seen on the transthoracic echocardiogram. The patient returned to the cardiac intensive care unit with a pericardial drain in place. It was further reported that the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.